Manufacturer narrative:
A philips remote service engineer (rse) spoke to the customer. The rse noted that the system correctly alarms displaying in the correct color, but the sound was not heard. On the display, the message "inop alarm speaker is not working" was seen. A philips field service engineer (fse) went to the customer site, and confirmed the reported issue. The fse replaced the speaker assembly, and performed functional testing on the device; the testing had a positive outcome. Based on the information available and the testing conducted, the cause of the reported problem was a faulty speaker assembly. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. (B)(6).

Event description:
Philips received a complaint on the intellivue multi measurement server x2 indicating that the acoustic alarm does not work, as the speaker does not work. The device was in clinical use at the time the issue was discovered. There was no adverse event or patient harm reported.